Manufacturer narrative:
This case was initially received via regulatory authority (health and youth care inspectorate (igj) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain on the left side at height of essure - sore pelvis') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the insertion went difficult" in 2010. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("sore back"), food allergy ("food allergy"), fibromyalgia ("fybromyalgia"), arthralgia ("sore hips"), adverse reaction ("developed many physical complaints"), abdominal pain ("sore belly on the right, a stabbing pain in the abdomen"), musculoskeletal pain ("sore shoulders"), emotional disorder ("very emotional") and malaise ("not feeling well"). The patient was treated with surgery (essure removal with ovaries and part of uterus) on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, food allergy, fibromyalgia, adverse reaction, emotional disorder and malaise outcome was unknown, the arthralgia and musculoskeletal pain was resolving and the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain, adverse reaction, arthralgia, back pain, emotional disorder, fibromyalgia, food allergy, malaise, musculoskeletal pain and pelvic pain with essure. The reporter commented: it was not established that she has a nickel allergy. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information received in cluster from health and youth care inspectorate (igj). Patient complaints included: sore belly on the right, a stabbing pain, sore hips, shoulders. Food allergy. Very emotional, not feeling well not established that she has a nickel allergy. Complaints at that moment: the stabbing pain in the abdomen is gone. The complaints are much less in shoulders and hips. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.   .

Manufacturer narrative:
This case was initially received via regulatory authority (health and youth care inspectorate (igj) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain on the left side at height of essure - sore pelvis') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the insertion went difficult" in 2010. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("sore back"), food allergy ("food allergy"), fibromyalgia ("fibromyalgia"), arthralgia ("sore hips"), adverse reaction ("developed many physical complaints"), abdominal pain ("sore belly on the right, a stabbing pain in the abdomen"), musculoskeletal pain ("sore shoulders"), emotional disorder ("very emotional") and malaise ("not feeling well"). The patient was treated with surgery (essure removal with ovaries and part of uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, food allergy, fibromyalgia, adverse reaction, emotional disorder and malaise outcome was unknown, the arthralgia and musculoskeletal pain was resolving and the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain, adverse reaction, arthralgia, back pain, emotional disorder, fibromyalgia, food allergy, malaise, musculoskeletal pain and pelvic pain with essure. The reporter commented: it was not established that she has a nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.   .

Event description:
This case was initially received via regulatory authority (B)(6) health care inspectorate ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain on the left side at height of essure - sore pelvis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the insertion went difficult" in 2010. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("sore back"), food allergy ("food allergy"), fibromyalgia ("fibromyalgia"), arthralgia ("sore hips") and adverse reaction ("developed many physical complaints"). The patient was treated with surgery (essure removal with ovaries and part of uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, food allergy, fibromyalgia, arthralgia and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction, arthralgia, back pain, fibromyalgia, food allergy and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.